Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the tissue during a laparoscopic bullae resection, the part of the staple was not fully for med after firing. Suturing was done to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.